Event description:
It was reported that the patient had a bladder infection and health care provider prescribed antibiotics to the patient. The patient was not using the implantable neurostimulator (ins) during the time of bladder infection. The patient would like to use it now since the infection is going away.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).